Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response episodes with far field r wave over sensing. It appears the over sensing comes after right ventricular sensing events. It was recommended to reprogram the crt-d around blanking periods. The crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response (atr) episodes with far field r wave over sensing. It appears the over sensing comes after right ventricular sensing events. It was recommended to reprogram the crt-d around blanking periods. Additional information was received mentioning that the crt-d continued showing atr episodes due to atrial lead over-sensing far-field r wave. There were no patient symptoms reported by health care professional (hcp) with the inappropriate mode switches. Furthermore, pacemaker mediated tachycardia episodes that appear to be atrial driven also with no symptoms were reported. The hcp was advised to have patient follow up with their device managing physician. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.